Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 315-422 mg/dl and ketone level was large. Customer delivered a correction bolus to address bg. Customer went to the emergency room (ER) and healthcare provider identified ketones as being dangerous. Customer was treated with intravenous insulin and saline. Customer left ER the same day feeling better; bg was 110 mg/dl. Customer reported a small amount of insulin was observed exiting the infusion set and suspected the infusion set was cause of insulin delivery issue. However, customer changed both the cartridge and infusion set to resolve the issue. Reportedly, customer changed the type of infusion set used.